Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (loose scope) was not confirmed. However, there were particles visible in the optical system. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the head of the scope was loose. The event occurred during the procedure. There was no procedural delay, or no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.